Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed physical damage. The rear panel is pushed inward, causing the top cover to lift and make contact with the heater tray. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The pre- accelerated stress test (ast) 15 min 1000 ml simulated treatment was performed and failed due to a (m63 remove hb from ht warning) during set-up. The load cell verification test was performed and failed due to an unstable load cell reading. After securing the back panel and top cover in their proper positions, the heater tray was no longer in contact with the top cover. A second load cell verification test was performed and passed. A second pre-ast 15 min 1000 ml simulated treatment was performed and completed without failures. Ast test was performed and failed. No fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and mushroom head check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door and tubing during their pd treatment. The patient reported receiving a patient line is blocked alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient did not complete their peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.